Event description:
The account stated the pt alleged a bed had an unintentional movement into trendelenburg. No injury.

Manufacturer narrative:
The account was unable to duplicate the issue. The bed was return to service.